Event description:
Customer reported via phone, she has been having issues with high blood glucose. She experienced high blood glucose of 350 mg/dl for eight hours. Customer changed reservoir and infusion several times. First set there was no insulin inside the reservoir or infusion set. The next two infusion set did not properly set. Troubleshooting was performed and no anomalies were noted. High pressure test was not performed due to customer did not have tubing clamp. Customer was advised to call back one she received the tubing clamp. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.